Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was unable to operate the insufflator and found that there was a co2 leak in the connector. The customer attempted to switch from house gas to tank gas but the issue remained. The customer then opted to connect a third party insufflator for the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the insufflator was leaking co2 due to improper set-up, and replaced the connection adapter to prevent further gas leakage. The fse then replaced the insufflator as a precaution. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the insufflator is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.